Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced diabetic ketoacidosis associated with a pump display screen that was very difficult to read and that programming had been set in the pump incorrectly. The reporter further stated the patient was not delivering insulin boluses frequently enough and was not using the pump correctly, which caused the patient¿s blood glucose to go up to 1124 mg/dl on (B)(6) 2018 and the patient was admitted to the hospital. The patient reported experienced symptoms of fatigue, weight loss, lightheadedness, excessive urination, feeling flushed, confusion, shaking and the inability to focus. The patient reportedly had a large amount of urinary ketones and was diagnosed as having diabetic ketoacidosis. The patient was reportedly hospitalized and the hyperglycemia treated with an insulin drip. The reporter also stated that four days prior to this event, the patient was extremely sick and vomiting. Health care providers at the hospital were unsure if this illness was caused by a virus. The patient was reportedly discharged from the hospital on (B)(6) 2018. The display issue was previously reported to the manufacturer by the patient and documented in (B)(6) 2017 and the patient was provided with a replacement insulin pump at that time; however, the patient continued to use the pump with the display issue until hospitalized on (B)(6) 2018, which is when the patient started therapy using the replacement pump that had been sent to the pump prior to this event. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with a combination of diabetes management issues, training/misuse and an alleged difficult-to-read pump display screen.